Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment of a stylus issue. Analysis also noted that the logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.

Event description:
It was reported that the programmer stylus did not work and the screen did not respond to the stylus. It was noted that a new stylus and a diskette were tried but the issue persisted. The programmer has been returned for service. There was no patient involvement.